Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with his ipg using the patient programmer after having a surgery. A company represenative and technical support were unable to resolve the issue with troubleshooting. The patient contacted the dr. For an appointment.

Event description:
Follow up information indicated the patient had the ipg replaced with stimulation restored post-operatively.